Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colectomy procedure, the jaw of the enseal device broke off while activating. The broken piece was retrieved from the inside of the patient's body. A second like device was used to complete the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached returned and the I-blade was slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.